Event description:
It was reported that during an unknown procedure the scalpel passed first pre-run test. After working several minutes, the scalpel was required to pre-run by the system again. The scalpel could not work uninterrupted. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2024. D4 batch #: a9dx0w. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.  Visual analysis of the returned sample determined that the device was returned with the blade scratched and cracked. In addition, the device was returned with the clamp arm detached from the inner tube and no returned. During functional testing on gen11, an alert screen was displayed. The blade broke off during functional testing. The device was disassembled to verify the internal components and no anomalies were found.   Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure.   Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device batch a9dx0w, and no non-conformances were identified.